Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of infusion set's cannula being kinked on (B)(6) 2024. The symptoms were noticed within 3 or more hours of insertion. The site of insertion of cannula was located at the back of stomach on left side. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.